Event description:
It was reported that the patient presented to the emergency room after being shocked 4-5 times. The device was in back-up vvi (bvvi) mode and could not be restored. Low battery voltage was possible but no previous measured data was available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.